Event description:
It was reported that dr. Is still noticing the grid marks on her jawline. Patient underwent 1 procedure 6 months ago on may 1, 2023. Doctor is not seeing this with other patients. Patient is understandably upset. Physician wants to know if this has been happening to other patients and how to proceed moving forward. Patient has already done some excelv for her 2 times.

Manufacturer narrative:
It was reported that dr. Is still noticing the grid marks on her jawline. Patient underwent 1 procedure 6 months ago on may 1, 2023. Doctor is not seeing this with other patients. Patient is understandably upset. Photos attached. Physician wants to know if this has been happening to other patients and how to proceed moving forward. Patient has already done some excelv for her 2 times. Side effects as reported are expected and within range in terms of duration. This was not reportaable as reported, but we continued to investigate and updated changes in reportability if needed. Dr. (B)(6) emailed (B)(6) with a patient who had treatment 6 months ago. We set up a peer call with dr. (B)(6). He reviewed photos and treatment settings. He spoke directly to dr. (B)(6) regarding this patient complaint. Dr. (B)(6) has seen the patient for follow up and reported to dr. (B)(6) that the patient's grid marks are resolving and at thsi point the only way that she can see the marks are by ue of tangential lighting and at that pont the marks were still barely perceptible. They discussed options for continuing care on the call. Based on dr. (B)(6) assessment, this is not reportable complaint because the patient is healing and there is no permanent damage. A decision was made 12/27/23 to report for pronlonged healing after 180 days even though there is no evidence of serious or permanent injury.